Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient fell. The patient then developed a hematoma at the ipg site and redness at the lead incision site. The hematoma was drained and the patient was provided with IV antibiotics. Follow-up report indicated that the patient developed an infection from severe cellulitis (unrelated to senza device) in her legs. The device was explanted and there were no reports of further complications.